Event description:
It was reported that the patient underwent a hand surgery on (B)(6) 2024. In the surgery, a 1.5mm rotation correction plate was implanted with 3 x 1.3mm cortex screws as it was restocked by hospital staff into the wrong va hand module. The screws were undersized for the plate. The issue was discovered after the patient was closed. The surgeon was notified and was not concerned. The surgeon commented that the plate was acting more like a washer as it was a small fracture. He wanted to use the plate to aid in healing and increase the surface area as screws alone weren¿t going to be enough. The patient will be immobilized in a cast for 6-8 weeks, then the plate will be removed. The procedure was completed successfully with no delay. This report involves one 1.5mm val rotation correction plate-6 holes this is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d2b: additional device product codes: hwc d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the plate was observed located at a case indicating 1.3mm locking, which does not correspond to the actual size. Therefore, based on information provided, it is possible to confirm the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va lock rot correct pl 1.5 he 2ho shaft would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.